Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.

Event description:
It was reported the eterna ipg was unable to be connected to external devices patient had an unrelated procedure and had not placed ipg in surgery mode. Company representatives met with patient and troubleshooting steps was unable to resolve the issue. In addition, the cp would not locate or feel the battery. X-rays found that the ipg was deeper than it was implanted. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.